Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that the stent partially deployed and stretched and the stent delivery system became stuck to the guidewire. The target lesion was located in a moderately calcified and minimally tortuous superficial femoral artery (sfa). A 6 french - 11 cm non bsc sheath and a .035¿ non bsc guidewire were advanced via an antegrade approach. The lesion was pre-dilated resulting in 30-40% stenosis of the lesion. The 6 x 150 x 75 cm eluvia¿ stent was then advanced and deployment was initiated. There was a high level of force required to turn the thumbwheel. Approximately 50% of the stent was deployed when the physician elected to pull the pull grip to deploy the remainder of the stent. The pull grip would not move so the stent delivery system (sds) was then pulled back in order to deploy the stent. The stent deployed elongated. During withdrawal of sds, the .035¿ non bsc guidewire became stuck to the sds. In order to remove the sds the catheter was then taken apart to remove the device from the patient. Kinks were observed on the catheter. An additional eluvia¿ stent was required to treat the elongated 6 x 150 x 75 cm eluvia¿ stent. No patient complications were reported and the patient was ok post procedure with a successful outcome. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed an eluvia self-expanding stent delivery system (sds) was returned with a portion of a .035 non bsc guidewire stuck in the device. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed that all of the devices shafts were detached from the handle. The outer sheath was detached and also showed some kinking damage. The proximal inner and the inner liner were both detached. A partial portion of the guidewire was stuck in the device protruding from the proximal end of the handle approximately 28.5cm. The handle was opened to inspect for further damage. It was noticed that there was a prolapse of the proximal inner shaft and also a kink on the proximal shaft. The pull rack also showed some slight damage on the first tooth. The thumbwheel showed no damaged teeth. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable cause of the reported difficulties may be due interaction with another device. The eluvia dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
It was reported that the stent partially deployed and stretched and the stent delivery system became stuck to the guidewire. The target lesion was located in a moderately calcified and minimally tortuous superficial femoral artery (sfa). A 6 french - 11cm non bsc sheath and a .035¿ non bsc guidewire were advanced via an antegrade approach. The lesion was pre-dilated resulting in 30-40% stenosis of the lesion. The 6x150x75cm eluvia¿ stent was then advanced and deployment was initiated. There was a high level of force required to turn the thumbwheel. Approximately 50% of the stent was deployed when the physician elected to pull the pull grip to deploy the remainder of the stent. The pull grip would not move so the stent delivery system (sds) was then pulled back in order to deploy the stent. The stent deployed elongated. During withdrawal of sds, the .035¿ non bsc guidewire became stuck to the sds. In order to remove the sds the catheter was then taken apart to remove the device from the patient. Kinks were observed on the catheter. An additional eluvia¿ stent was required to treat the elongated 6x150x75cm eluvia¿ stent. No patient complications were reported and the patient was ok post procedure with a successful outcome. This product is only ous approved but it is similar to an approved us device.